Event description:
On (B)(6) 2012 it was reported that the vns patient has high impedance with a dcdc=7 during diagnostics. It was first observed on (B)(6) 2012 and the generator was disabled due to the high impedance. No patient trauma or manipulation is believed to have caused or contributed to the high impedance. The patient has been referred for a revision surgery however the patient will be having another surgery, not related to vns, prior to the vns revision surgery. X-rays were received by the manufacturer. The lead connector pins seem to be fully inserted into the generator connector block. Part of the lead is placed behind the generator and could not be assessed. No obvious lead discontinuity is visible and no sharp angle is visible; however no conclusion can be drawn due to poor quality of the image. No other x-ray images could be obtained by the regional manager. Although surgery is likely, it has not occurred to date.

Event description:
Additional information was received on (B)(6) 2012 it was confirmed that the date of implant was (B)(6) 2012 and the high impedance was in fact first observed on (B)(6) 2012 not (B)(6) 2012. A battery life calculation was performed which showed 5.76 years remaining until eri=yes.

Event description:
On (B)(6) 2013 it was reported that the vns patient underwent a full revision surgery on (B)(6) 2013 due a lead discontinuity; dcdc=7. It was stated that the explanted products were disposed of and therefore cannot be returned for product analysis.

Manufacturer narrative:
Date of event, date of this report, if implanted give date, corrected data: additional information was received which changes the information reported on the initial report.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.